Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture, unspecified infection and fluid discharge are physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, unspecified infection and fluid discharge.

Event description:
Patient reported, a right side affected twice by seroma, big infection, device malposition, capsular contracture. Device rupture, "fatigued, nausea, dizzy, sore/swollen breasts" and pain. Device was explanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade ii and "breast cellulitis". Treatment noted as "'IV antibiotics, dressing".

Manufacturer narrative:
Further investigation: with the information collected during the investigation, there is enough evidence to support that serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strengths were successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. One additional complaint was noted for devices sterilized under sterilization run 30020967. However, it is unlikely that the events related to the reported infection are associated to the sterilization methods utilized. The terminal sterilization cycle used by abbvie was developed and validated to achieve a high level of sterility assurance. The sterilization cycle has been validated to assure that the chance of a non-sterile device is less than one in a million. During the trend review of all infection complaints for gel filled breast implant for the period of april 2022 through march 2024, was noted one outlier in june 2022. The additional analysis performed shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the infection event, so, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective action taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time. The events of "infection (unknown onset)", "seroma-late", and "cellulitis" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: rupture; "infection"; "seroma"; "cellulitis" additional, changed, and/or corrected data: a4, a6, b5, b6, g2, h6, h11.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: ¿ anxiety-product/procedure: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ edema: unable to observe since it is not related to the device. ¿ fatigue: unable to observe since it is not related to the device. ¿ infection (unknown onset),: unable to observe since it is not related to the device. ¿ malposition: unable to observe since it is not related to the device. ¿ nausea: unable to observe since it is not related to the device. ¿ rupture: not observed openings on the provided photos. ¿ seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported a right side affected twice by seroma, big infection, device malposition, capsular contracture. Device, rupture, "fatigued, nausea, dizzy, sore/swollen breast", pain and axillary lymph nodule confirmed via us. Healthcare professional later reported "capsular contracture was baker grade 2". Pathology results were reported as "fluid breast: gram stain, leucocytes +, bacteria nil. Culture: no growth after 10 days incubation". Device was explanted.

Manufacturer narrative:
Correction: (B)(4) fluid discharge; ¿fluid was drained twice¿ captured under seroma-late.

Event description:
Patient reported a right side affected twice by seroma, big infection, device malposition, capsular contracture. Device, rupture, "fatigued, nausea, dizzy, sore/swollen breats" and pain. Device was explanted.